Event description:
On (B)(6) 2010, the patient was diagnosed with sterile peritonitis (manifested as peritoneal cloudy effluent and abdominal pain), flank pain and feeling unwell which required hospitalization ((B)(6) 2010). On (B)(6) 2010, nutrineal pd4 1.1% was discontinued and the peritoneal dialysis (pd) regimen was switched to physioneal 40 (2x2.5l 1.36% and 1x2.5l 2.27%) and extraneal viaflex therapies. The same day, the patient received antibiotic treatment with gentamycin 8mg 4 times/day ip, cefuroxim 500mg 4 times/day ip, vancomycin 250mg 4 times/day ip and fortum 250mg 4 times/day ip. On (B)(6) 2010, gentamycin and cefuroxim were discontinued. On (B)(6) 2010, fortum was discontinued. %. On (B)(6) 2010, the patient was discharged from the hospital. On (B)(6) 2010, the patient was recovering from the sterile peritonitis, flank pain and feeling unwell. The same day, vancomycin was discontinued. The physician believed the events of sterile peritonitis, flank pain and feeling unwell were related to nutrineal pd4 therapy.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010 a (B)(4) facility reported a flo gard pump which infused unknown medication programmed to infuse in 24 hours which overinfused in 2 hours into a (B)(6) old boy in the intensive care unit (ICU) for an unknown diagnosis. The child was reportedly in stable condition. It is unknown what medical intervention was required. The status of the patient is unknown at this time.